Manufacturer narrative:
Additional information has been requested but has not been received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02366. Related manufacturer reference number: 2017865-2020-02368. It was reported that the patient had a recurring (B)(6). The implantable cardioverter defibrillator and all three leads were explanted due to the infection, and were replaced.

Manufacturer narrative:
The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. A partial lead was returned in two pieces; the connector portion measured 12.7 cm and the middle portion measured 48.5 cm/47.4 cm. Final analysis found an external insulation abrasion at 11.0 cm to 11.4 cm from the connector pin, and two external insulation abrasions breaching the optim sheath at 15.5 cm to 17.2 cm and 23.0 cm to 23.8 cm from the proximal end of the rv shock coil. The cause of the external insulation abrasions are consistent with friction to the device can or feature of the heart.